Event description:
Customer stated they are failing ca control for bilirubin.

Manufacturer narrative:
Customer reported the ichem velocity had a crack in the cgm syringe tube causing an ca control failure for bilirubin. There were no reported injuries and no erroneous patient results were generated or reported out of the lab. Iris field service engineer evaluated the instrument and replaced the cracked tubing resolving the control failure. The fse ran controls which passed and system is operational.